Event description:
It was reported that during a ptca/stenting treatment procedure involving a 99% stentic lesion in the distal portion of a minimally tortuous left circumflex coronary artery, the bio ranger balloon was suspected to have ruptured due to loss of pressure on the gauge. The balloon catheter was being used to prediliate the lesion prior to implanting a nir stent, but lost pressure at 6atm's on the second inflation. (The number of atm's reached on the initial inflation is unknown). It was also noted that resistance was met during insertion and removal of the bio ranger balloon catheter. The bio ranger balloon was removed and replaced with a guidant powersail 3.0/15mm catheter to successfully complete the ptca/stenting procedure. The pt was asymptomatic during this event. A medikit introducer sheath (size unknown), a 0.014" athlete soft guidewire, a medtronic 6f zuma2 jl3.5 guide catheter and a medtronic everest inflation device were also used in this case. Pt status is reported as 'good'.